Event description:
It was reported that the pt developed a skinflap infection after implant surgery and was admitted to the emergency room, where she was treated with IV antibiotics (vancomycin and zosyn). The doctor made an incision on the bottom of the implant site to allow the fluid to drain. The pt was discharged and given oral antibiotics (levaquin and linezolid). The pt continues to be monitored by the center and has reportedly healed.